Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/extreme stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("my hair falls out"), arthralgia ("hips hurt"), muscle spasms ("legs get cramps"), gastric disorder ("stomach problem") and dysgeusia ("I taste metal in my mouth"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain had resolved and the alopecia, arthralgia, muscle spasms, gastric disorder and dysgeusia outcome was unknown. The reporter considered alopecia, arthralgia, dysgeusia, gastric disorder, muscle spasms and pelvic pain to be related to essure. The reporter commented: I got essure back in 2012. Quality-safety evaluation of ptc: unable to confirm. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new event 'abnormal taste, stomach problem, pain in hip, muscle spasm, alopecia' added. New reporter added coding request received. Correction due to discrepancy between coding action item and match point coder query: description to be coded was changed from abnormal taste to gastric disorder on 23-mar-2020: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.